Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse events of peritonitis, cramping, immobility and abdominal pain; however, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse events of peritonitis, cramping, immobility and abdominal pain. Additionally, there is no allegation against any fresenius products and the adverse events. It is unknown if any fresenius devices or products were utilized during the medical or rehabilitation hospitalization. However, there is a possible association between the reported peritonitis and a breach in aseptic technique during renal replacement therapy (rrt), as the nurse stated that the peritonitis was possibly related to touch contamination. Additionally, there is a probable relationship between the common gastrointestinal symptoms of abdominal pain, cramping, and renal failure. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed and a definitive conclusion regarding the event cannot be reached. A manufacturing review was performed of all the product lot numbers for all liberty cycler sets (catalog 050-87216) shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient had to disconnect from the cycler during dwell 2 of pd treatment to go to the hospital for cramping and stomach (abdominal) pain. The patient reported that she felt like she could not move but was reportedly not overfilled. While hospitalized, the patient was diagnosed with peritonitis, which was possibly due to touch contamination. The patient was transitioned to hemodialysis (hd) while in the hospital and was discharged on (B)(6) 2017. No further information has been made available at this time.